Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 68 mg/dl; however, the cause was due to sleeping prior to malfunction alarm. Customer stated bg level was not related to malfunction. During troubleshooting with tandem technical support, the malfunction alarm was cleared.